Event description:
The legal complaint states that the individual became allergic to latex due to the exposure to and the wearing of latex medical gloves used in the performance of her/his job duties.